Manufacturer narrative:
H3: one device was received for evaluation. No service history was found. The reported problem was confirmed by reviewing the event history log where error code 41628 was found which was the root cause of the problem. The motor was replaced, and its odometer was reset. The downstream occlusion/upstream occlusion sensors were calibrated, and the printed wiring assembly (pwa) was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a red screen error and alarming with 41628 error codes. There was no patient involvement.